Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual: 104 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1311 counts) was observed. The root cause for this occurrence was likely due to a malfunctioning no sensor. The no sensor is replaced during regularly scheduled preventive maintenance. This condition will be tracked and trended under the company's quality system. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
On 17-feb-2020, a mallinckrodt internal employee discovered a delivery failure alarm due to nitric oxide (no) greater than absolute max of 100 ppm followed by a failed low no cell calibration for inomax dsir (B)(4). This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of service logs from a device in the (B)(6).